Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. During unpacking of a 4.00 x 12 synergy ii drug-eluting stent, the stent was noted to be flared on the edge. The device never entered the patient's body and the procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found that the stent was damaged on the first 3 distal rows with stent struts stretched over the distal markerband and distorted. The maximum crimped stent profile at the time of manufacture was reviewed and was within specifications. The bumper of the balloon tip of the device showed no signs of damage. The balloon body was reviewed and no issues were noted with the overall balloon. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft of the device. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examnination of the outer and mid-shaft section found issues with shaft polymer extrusion. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. During unpacking of a 4.00 x 12 synergy ii drug-eluting stent, the stent was noted to be flared on the edge. The device never entered the patient's body and the procedure was completed with another of the same device. No patient complications were reported.